Manufacturer narrative:
Tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge connection disconnected while the customer was asleep. Customer experienced blood glucose (bg) level of 978 mg/dl and diabetic ketoacidosis (dka). A correction bolus was delivered to address bg/dka. Customer was treated with an insulin drip, fluids, manual injections and an insulin stabilizer. Customer was released two days later with no permanent damage.